Event description:
It was reported the pt presented with a high gradient. The valve was explanted and sent to the hospital's lab for analysis. It is unk if the valve will be returned. Additional info has been requested.